Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that "a person has undergone cataract eye surgery and initially the eyesight had returned to normal vision but after a change of lens the vision was initially blurred and now the person is not being able to see with that eye". Additional information has been requested however, further information has not been received.